Event description:
It was reported that an infusion was running on a patient when the pc unit flashed red with the ¿battery discharged¿ error message. After flashing and alarming for about 20 seconds, the device shut off. A continuous infusion of norepinephrine at 0.1mcg/kg/min (5.44ml/hr), and continuous infusion of epinephrine at 0.05mcg/kg/min (2.72ml/hr) were running on the patient. Because of the event the patient became hypotensive at 70/30 and required a fluid bolus while the continuous infusion were reinitiated on another pump module.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.